Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: clinical engineer. PMA/510(k): k130520. Visual inspection of the actual sample found that the flange of l-shaped connector had been damaged. No anomaly including a deformation was found other than the flange. Electron microscopic inspection of the damaged surface of actual sample found to have both smooth areas and streaky marks. In addition, it was found that the streaky marks occurred from the edge of flange inward. As a simulation test, the following confirmation was carried out assuming a situation where force is applied from the flange end to the inside. After connecting the l-shaped connector to the factory-retained sampling system, the lock adapter was tightened strongly. As a result, the lock adapter idled and the damage in the flange was not simulated. After connecting the l-shaped connector to the factory-retained sampling system, pushing force was applied to the l-shaped connector. As a result, the male and female connectors were tightly fitted with tapering so that no force was applied to the flange and the damage was not simulated. After connecting the l-shaped connector to the factory-retained sampling system, pulling force was applied. As a result, damage was found in the flange on the tip of l-shaped female connector. Electron microscopic inspection of the damaged surface of factory-retained damaged product found that the damaged surface was smooth, streaky marks occurred, and the damaged conditions were likely to be similar to those of actual sample. Review of the manufacturing record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the investigation result, as a cause of occurrence, it was likely that some force was applied to the l-shaped connector from the time the product was installed at ashitaka factory to the time it was used and was damaged. However, from the state of actual sample, it was not possible to clarify when it was damaged. Relevant IFU reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." (B)(4).

Event description:
The user facility reported that before starting the pump, the tube of sampling system came off during setting. An attempt was made to reconnect; however, it failed. When the actual product was checked, it was found that the tip of l-shaped connector was damaged. Since the lock adapter was idled due to the damage of l-shaped connector, it was replaced immediately and was able to connect without problems. Since it occurred at the time of setting, there was no delay in the operation. The event occurred pre-treatment. The procedure outcome was not reported. The final patient impact was not harmed.